Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and that the insulin pump unexpectedly suspended insulin delivery. The customer's blood glucose at the time of the event was 400 mg/dl. The customer reported that their sensor glucose was 57 mg/dl and their blood glucose was 357 mg/dl which triggered a threshold suspend. The customer treated with the insulin pump. Troubleshooting was completed and best use practices were reviewed. The sensor will be returned for analysis.